Event description:
It was reported that the patient received a shock from their implantable cardioverter defibrillator (ICD) for ventricular fibrillation (vf)/ventricular tachycardia (vt) with far field r-wave (ffrw) oversensing. The ra lead was reprogrammed and both the lead and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead: implanted: (B)(6) 2010. A 419688 lead implanted: (B)(6) 2010. (B)(4).